Event description:
The reporter stated that the device read high. The device result reported was 99 mg/dl. He had hypoglycemic symptoms and went to the hosp. His glucose was 56 mg/dl on a hosp meter. He was given food and released three hours later.